Event description:
"S: small sharp ferric brown fragment went in pt's eye during the irrigation and aspiration procedure b: pt was having left cataract surgery done a: surgeon removed fragment without incident r: took down all the information to the disposable hand piece that is in question. Bss bag lot # 114j2, exp: 01/2025, centurion machine tubing - lot # 2525759h, manufacture date 10/19/2021 irrigation and aspiration handpiece - 153527m." FDA safety report ID # (B)(4).